Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's sensor glucose reading was 59 mg/dl but her blood glucose level was 100 mg/dl. The customer's sensor and blood glucose difference was not within an acceptable range. The device was not returned.